Event description:
Complainant alleged that during biomed testing the device failed to power on with the battery power. Complainanat indicated that there was no pt involvement in the reported malfunction.